Manufacturer narrative:
Evaluated 1 open or used reservoir performed a visual inspection and found no physical or cosmetic damage. Performed pre-fill reservoir test per (B)(4) and (B)(4). Found transfer guard¿s needle occluded. Unable to pre-fill. Using a new lab transfer guard performed pre-fill test to reservoir per (B)(4). No air bubbles were observed during analysis. Checked o-rings or stopper groove for defects and none were found. Conclusion: no air bubbles and no leaks.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had leak at the reservoir snap cap and was unsure if leak is at past first and second o ring. No harm requiring medical intervention was reported. The device will be returned for analysis.